Manufacturer narrative:
It was reported that the patient has instability and needs thicker poly inserts. Revision surgery is planned to exchange the poly inserts. Review of the device history record indicates that the device was manufactured to specification.

Event description:
It was reported that the patient has instability and needs thicker poly inserts. Revision surgery is planned to exchange the poly inserts.